Event description:
The unit has been going into no flow alarms on station #9 during the fill cycle. For example, station #9 was programmed for 1.97 ml and at 1.72 ml it went into a no flow. The user had to press the start button several times to get the volume up to 1.94 ml. Also, a bag of solutions compounded on the unit appeared cloudy. There was no pt involvement, bag was not administered.